Event description:
It was reported that the insert did not fit into the cup during the hip implantation. The surgery was completed with another insert and another cup without any complication. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) d10: fitmore, shell with screw cones, uncemented, 54/jj, item# 0100024554, lot# unknown fitmore, hip stem, uncemented, b/7, taper 12/14, item# 0100551207, lot# 3120204 biolox delta, ceramic femoral head, m, 36/0, taper 12/14, item# 00877503602, lot# 3130986 g2- foreign - italy multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00164. The insert was returned for investigation, however no shell was received. The insert shows some small scratches and nicks both on the articulating surface and the non-articulating surface. The flat rim of the insert shows some deep scratches. Review of manufacturing records cannot be performed without product identification. Devices are used for treatment. An undated x-ray showing an ap view of the left hip was received, but does not provide additional information for the investigation. With the available information a definitive root cause cannot be establish. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.